Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing discomfort in their implant area. The patient denied any recent injuries, changes to stimulation, recent procedures, or any type of potential serious injury at the implant site. The patient turned off their stimulation and their discomfort was relieved. The patient stated that they had two bladder infections last month along with a yeast infection and they were advised that the device would not work if they had an active infection. The patient was instructed to leave their stimulation off for the near future. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing discomfort in their implant area. The patient denied any recent injuries, changes to stimulation, recent procedures, or any type of potential serious injury at the implant site. The patient turned off their stimulation and their discomfort was relieved. The patient stated that they had two bladder infections last month along with a yeast infection and they were advised that the device would not work if they had an active infection. The patient was instructed to leave their stimulation off for the near future. There were no additional patient complications.